Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e411 analyzer. The sample initially resulted in an anti-hcv value of 0.274 coi (non-reactive). The patient was tested using an unknown method and had a positive anti-hcv result. The customer performed measuring cell preparation maintenance on the analyzer and the repeated the complained sample, resulting in an anti-hcv value of 34.96 coi (reactive). It was asked, but it is not known if the same sample was used for repeat testing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found that the sample probe was misaligned. He aligned the sample probe. He also performed precision studies and sample testing with successful results.